Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a motor stall due to magnetic resonance imaging (MRI) exposure and never recovered. Troubleshooting was reported as checking the logs and reprogramming could not solve the issue. The pump was reported to be implanted in a ¿very unusual position.¿ as a result of the unusual implant position the pump obviously had an alignment of about 90 degrees with the z-axis of the MRI. This may have induced a demagnetization of the internal magnets. The issue was reported as not resolved and the cause as probably MRI exposure. It was not known what medication the device system delivered at the time of the event. At the time of the event the patient's status was reported as alive-no injury and it was unknown if the patient had any symptoms or complications associated with this event. The device status was reported as implanted-out-of-service. Additional information was requested. It was further reported that the pump was placed in the patient¿s flank as such that the implant position would be ¿on label¿ and thought to be no threat to the pump. However, the patient had to be positioned in different ways to get the wanted pictures. Further, the reprogramming attempt on ¿(B)(6)¿ could not clear the motor stall condition. It was unknown how the patient was currently doing. The physician was informed to contact the representative as the pump is replaced. The pump was to be returned once available.